Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the clinical information provided, stating ¿copious amount of reactive fluid within the joint¿ may be consistent with a reaction to metal debris. However the source and the root cause cannot be determined with the available documentation. The root cause for the ¿mechanical loosening¿ resulting in the second revision cannot be concluded without supporting documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that 2 months after revision surgery, patient had mechanical loosening of hip prosthetic joint but it is unknown which device was loose. A smith&nephew femoral head was implanted in last revision surgery.